Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water cylinder and air/water tube. There was no patient involved.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to wear of scope cover packing, water tightness was lost; flexibility adjustment ring, grip, switch box, right/left/up/down knob, and scope connector case unit all had a scratch; air/water cylinder and suction cylinder both had no color; switch 1 and light guide protector both had a cut; circuit board unit in suction connector, plug unit, cable unit, and scope connector cover unit all had corrosion due to water leakage; due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; plastic distal end cover had a chip; connecting tube had a buckling; and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material in the air/water cylinder and the air/water tube may not have been removed because reprocessing could not be conducted properly due to leakage from the s-cover. Occurrence of the events can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.